Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced and was inflated at 8 atmospheres for 30 seconds. However, it was noted that the balloon would not deflate. After numerous negatives pulled with encore 26 inflation device and a 10cc syringes, the balloon deflated and was completely removed from the body intact. It takes an extra minute to remove the balloon from the patient due to multiple negatives being pulled on the balloon. The procedure was completed with another coyote balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: updated from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced and was inflated at 8 atmospheres for 30 seconds. However, it was noted that the balloon would not deflate. After numerous negatives pulled with the encore 26 inflation device and 10cc syringes, the balloon deflated and was completely removed from the body intact. It took an extra minute to remove the balloon from the patient due to multiple negatives being pulled on the balloon. The procedure was completed with another coyote balloon catheter. There were no patient complications nor injuries reported.